Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the tubing leaked chemo from the pumping segment on the ambulatory chemo clinic. The IV was initial infusing normal saline at 550 ml/hr. Then the chemo infusion started (paclitaxel 80 mg/m2, rate = 550/hr.)."toward the end of infusion, as patient was receiving chemo therapy, rn noticed pile of fluid (IV medication) under the pump on the floor. The IV solution was leaking out of IV set inside the lvp compartment. Estimated: 50 ml of medication was wasted out of IV set. The remaining IV medication inside the bag was 50 ml (not infused)." The consequences to the patient are unknown. The chemo did not leak and/or splash on the patient or on a staff member.